Event description:
Healthcare professional reported left side preventative replacement. Healthcare professional later reported a "rupture" via us and MRI. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: replacement, rupture.

Manufacturer narrative:
Additional, corrected and/or changed data.

Event description:
Healthcare professional reported left side preventative replacement. Healthcare professional later reported a "rupture" via us and MRI. Device was explanted and replaced.